Manufacturer narrative:
Concomitant medical products: 4196-88, lead, implanted: (B)(6) 2009; 5076-52, lead, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was noted to be oversensing and fracture was suspected the lead was explanted and replaced. No patient complications have been reported as a result of this event.